Event description:
Perclose failure, md reports it was due to device not pt's anatomy. Device taken downstairs to risk management offices. A separate perclose device was used to close artery and hemostasis was achieved.